Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the reported event was confirmed. The returned battery passed visual inspection and functional testing. A preliminary analysis of the battery revealed evidence of battery cell excessive voltage. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the orange light on a patient¿s battery charger was blinking for hours and then turning to a blinking red light when two of the patient¿s batteries were inserted. An inspection of the battery charger revealed no evidence of dust or debris. The two batteries were placed in multiple slots of the charger with the same effect. The batteries were exchanged. A preliminary analysis of (B)(4) revealed evidence of battery cell excessive voltage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system - battery : battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 07/31/2017, UDI #: (B)(4), device available for evaluation: yes, return date: 12/182017, device evaluated by manufacturer: yes, device manufacture date: 07/31/2017, labeled for single use: no. Product event summary: the reported event was confirmed. The returned battery passed visual inspection and functional testing. A preliminary analysis of the battery revealed evidence of battery cell excessive voltage. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an additional battery was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the two batteries were returned for evaluation. Failure analysis of the returned (B)(4) revealed that the battery passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. In addition, the battery was charging when connected to a battery charger. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no flags enabled. A review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of this battery revealed that the device passed visual inspection. Functional testing revealed a cell pair with a voltage below the threshold. Supplemental testing revealed a faulty contact at the weld joints, preventing the battery from charging or provide adequate power to a controller. If the battery remains connected to the battery charger with a cell-over-voltage flag or a cell under voltage, the battery charger status indicator stay orange, as if charging, but will flash red after 8 hours due to a charge time-out. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an over-voltage fault by the analog front end (afe) integrated circuit and to a faulty contact at the weld joint. Additional products: battery, (B)(4). H6 FDA method code(s): 10, 3331 h6 FDA results code(s): 120 h6 FDA conclusion code(s): 23 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.